Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during inflation at the rated burst pressure, the balloon ruptured. The procedure was completed with another 2.00mm x 12mm emerge¿ balloon catheter . No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during inflation at the rated burst pressure, the balloon ruptured. The procedure was completed with another 2.00mm x 12mm emerge¿ balloon catheter . No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).